Event description:
The customer called to report that during the first cycle of buffy coat a leak at the hct cuvette had occurred. There was no obvious damage seen within the kit. The treatment was aborted. The patient was reported to be in stable condition. No service order was generated. The customer has elected not to return the kit for investigation, however the customer has sent photos of the fluid leak for evaluation.

Manufacturer narrative:
The uvadex lot number was not provided. This event is unrelated to uvadex. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. A photo analysis was conducted for this complaint. A review of the photographs confirmed the leak at the hct cuvette. The analysis determined that the most likely root cause was a manufacturing assembly error during the tube bonding process. Operators have been retrained on the process in order to reduce the possible recurrence. The latest training was conducted in april, 2015. A corrective and preventive action was opened to provide additional investigation and to make further improvements to the process. All complaints are reviewed with the department leader and operators to make them aware of any defects that can occur. (B)(4). Device not returned to the manufacturer.

Manufacturer narrative:
A batch record review of lot c729 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint category, tubing leak. No trend was detected for this complaint category. No CAPA was initiated for complaint category, tubing leak. This assessment is based on information available at the time of the investigation. Pictures were returned for evaluation. The analysis of the pictures is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).